Event description:
Customer called to report that the stopper from a 2.5 milliliter lavender top sample tube was stuck onto the primary needle of the coulter lh750 hematology analyzer, and that blood had spilled into the instrument from the uncapped tube. The field service engineer (fse) reported that the labels at the bottom of the tube prevented the tube from being pushed back into the rack, causing the stopper to come off the tube. The blood spill was cleaned up from the dilutor and rockerbed with diluted bleach. The root cause of the spill is attributed to the sample tube becoming uncapped when the labels at the bottom of the tube prevented the tube from being pushed back into the rack. Customer stated that no one was affected by or exposed to the leak.

Manufacturer narrative:
(B)(4).